Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
Lead product analysis was completed. The reported high impedance was confirmed in the product analysis, or pa, lab. Visual analysis of the returned 36 mm portion of the lead identified a break in the white (+) electrode quadfilar coil approximately 1 mm from the proximal end of the anchor tether. Scanning electron microscopy, or sem, was performed and the area was identified as being mechanically damaged, preventing identification of the coil fracture type with pitting on two of the broken coil strands. Pitting was observed on the coil surface. Sem performed on the electrode end of the coil break identified the area on three of the broken coil strands as being mechanically damaged, preventing identification of the coil fracture type with pitting on one of the broken coil strands. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. Pitting was observed on the coil surface. Based on the presence of pitting, it was believed that stimulation had been present for a certain period of time. Setscrew marks found on the lead pin provide evidence that a good mechanical and electrical connection was present at one point in time. No other discontinuities were identified. An abraded opening was observed on the connector pin inner tubing approximately 6-8 mm from the electrode bifurcation. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with those typically following explant.

Event description:
The patient underwent vns lead replacement surgery. It was reported that the initial interrogate resulted in high impedance. Removing the generator from the pocket did not resolve the high impedance. Diagnostic tests using the test resistor resulted in the expected impedance values for the test resistor. Lead pin insertion troubleshooting was then performed and the high impedance did not resolve. The lead was then replaced. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that high impedance was observed on the patient's vns. X-rays were ordered for the patient, but the physician was unable to determine if the lead was broken. No relevant surgery is known to have occurred to date. No additional information has been received to date.